Event description:
Customer reported receiving a notification for an incomplete bolus. Customer¿s blood glucose level was high, as indicated by a display reading, but no specific value was available. To address the high blood glucose, the customer contacted tandem. Technical support educated the caller on the cause of the alert and advised ensuring the pump's screen was off before storing it to prevent accidental alerts. The customer understood and acknowledged these instructions.